Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery due to battery depletion. The reason for lead replacement was not indicated. Follow-up revealed that prior to surgery, the patient¿s device was tested and system diagnostic results showed lead impedance within normal limits; however, the replacement generator was tested multiple times with the existing lead and diagnostic results showed high impedance. The lead pin was reinserted and tested several times but the high impedance did not resolve. The surgeon elected to replace the patient lead during the procedure. The replacement generator and lead were tested and diagnostic results showed lead impedance within normal limits. The explanted generator and lead were returned to the manufacturer for analysis. A coil discontinuity was identified in the positive coil of the returned lead portion in the vicinity of one of the tubing openings. Visual examination of the lead and coil at this location show that the coil was cut. The time at which the cut occurred cannot be determined. Note that since a portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Analysis of the returned generator is currently underway.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the returned lead was completed. The reported end of service condition was confirmed and an open can measurement of the battery voltage determined that the battery was depleted. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion to an end of service condition. The device performed according to functional specifications. Therefore, the electrical performance of the generator will be used to conclude that no abnormal performance or any other type of adverse condition was found with the generator.